Event description:
It was reported that following deep brain stimulation surgery, the pt presented with bilateral vocal cord paralysis. CT scan results showed the leads were well positioned; a small edema was visible on the left side. A cefalic MRI and consult with an otolaryngologist has been planned. Programming changes were made; configurations were not effective on pt's tremor. Stimulation was switched off for a few minutes and this allowed showing that mouth and larynx dystonia are stimulation dependent, but neurostimulator could not be kept off long enough to see if pt could return speaking because of a disabling unstandable tremor that reappears as soon as stimulation is turned off. A f/u will be sent when add'l info becomes available.

Manufacturer narrative:
(Bilateral paralysis of the vocal cords).